Manufacturer narrative:
(B)(4). Concomitant medical products: ranawat/burstein 28 mm high wall liner size 24, catalog#: 105904, lot#: 176510, ranawat/burstein femoral stem cement size 6, catalog#: 105806, lot#: 940860, ranawat/burstein centralizer cement size 6, catalog#: 105816, lot#: 072090. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05263. Customer has indicated that the product will not be returned, product location unknown to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision of ranawat burstein hip about 22 years post implant, due to osteolysis and massive bone loss of the acetabulum. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.